Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s final investigation. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was not confirmed. However, it was determined that plastic distal end cover was burnt. Which was likely due to the use of high-energy endo therapy accessories without insufficient distance from tip of the device. The root cause could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following IFU. The detection method is described in the IFU operation manual ¿3.3 inspection of the endoscope¿. The prevention method is described in the IFU operation manual ¿4.3 using endotherapy accessories¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an image blackout. The reported malfunction occurred during service and maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
E1 facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.